Manufacturer narrative:
Since the primary surgery took place in (B)(6) and the revision in the USA, we do not have information about patient name and reference and lot number of the explanted devices.

Event description:
The patient came in, 5 years and 4 months after primary surgery, complaining of pain caused by a loose stem. Revision surgery performed successfully revising all the implants.